Manufacturer narrative:
22-jan-2024 updated event description: a pk papyrus covered stent system was selected for treatment. After preparation of a strongly calcified lesion in the tortuous segment of the ostial rca with a rotablator, a coronary rupture was confirmed. The pk papyrus was advanced to the target lesion, and the balloon was attempted to be inflated after adjusting the position, but it was noticed that no pressure was applied after about 8 atm. Therefore, the catheter was removed from the body. A new pk papyrus was used. Final angiography showed no problems with hemostasis, so the procedure was completed. Post interventional, the physician tried to pull vacuum, but was unsuccessful and suspected a balloon rupture. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned product revealed that the balloon was attempted to be inflated as the proximal balloon shoulder is slightly unfolded and contrast medium residue was observed inside of the balloon. Besides of that, the stent was found to be displaced in distal direction by 10 mm. Upon inflation a jet of water was seen to emerge from the proximal end of the balloon. Microscopic inspection revealed a pinhole in the balloon surface at the proximal balloon shoulder proximal to the proximal x-ray marker. A scratch was found heading towards the pinhole from proximal direction which has likely been caused by a hard, sharp-edged object such as e.g., anatomical structure. Review of the production documentation confirmed that the product was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each product is tested for air tightness by means of a helium leak test. We can therefore confirm that the product was delivered in a leak-proof condition. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause is most likely related to the patients anatomy.

Event description:
A pk papyrus covered stent system was selected for treatment. After preparation of a strongly calcified lesion with a rotablator, a coronary rupture was confirmed. The pk papyrus was used, and the balloon was attempted to be inflated after adjusting the position, but it was noticed that no pressure was applied after about 8 atm. Therefore, the catheter was removed from the body. It was confirmed that there was a possibility of rupture. A new pk papyrus was used. Final angiography showed no problems with hemostasis, so the procedure was completed.